Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that battery cap cracked/damaged, pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6)2021 the pump alarmed pump error 63 and pump error 130. Complained the battery cap is damaged and magnetic field exposure. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device successfully downloaded to thus. No pump error 130 alarms noted during test. Verified in the pump history download the insulin pump alarmed pump error 130 on (B)(6)2021 20:56:16.000 due to corroded motor home switch. No pump error 63 noted during test. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6)2021 07:14:05.000 due to broken trace u1 pin6 on keypad assembly. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing battery cap contact. The p-cap/reservoir does lock properly. No pump error 63 or pump error 130 alarms noted during test. Confirmed in the pump history download the pump alarmed pump error 130 on (B)(6)2021 20:56:16.000 due to corroded motor home switch and confirmed the pump alarmed pump error 63 variable 3 in the history download on (B)(6)2021 07:14:05.000 due to broken trace u1 pin6 on keypad assembly. Confirmed the battery cap contact in missing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.